Manufacturer narrative:
Details of investigation: returned enema tip (q9) was already cut along axis of where non-return valve is positioned. Sample had a non-return valve in situ. Teleconference between customer and manufacturing quality department established that the returned sample was not the actual device used on the patient. This was disposed at the time of the procedure and the incident not being detected until examination of the x-ray. Conclusion: a probable explanation is that a second non-return valve was pushed into the side shaft. This dislodged the first non-return valve pushing it forward to the position where its leading edge was just entering the main shaft. Subsequently, on the delivery of the viscous barium sulphate this dislodged the first valve, permitting it to enter the patient's bowel. This incident is the first we have received of this nature. Corrective action: in this case, we have highlighted the complaint to supervisors and operators in assembly departments to re-enforce their product training and understanding of failure mode. No further checks were deemed appropriate.

Event description:
Customer reports that during a barium enema procedure, a piece of the equipment, a small air valve, was found to be in the patient's large bowel. No patient injury.